Event description:
A medwatch report was received with the following event description: during a code, a physio-control lifepak 7 was brought in to defibrillate the pt. While setting up the unit, the watt-joule selector broke off, taking away the ability to defibrillate with this unit. The rptr said a backup defibrillator was made available and used. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contributed to the pt's death. This opinion was based on an assessment of the pt's condition.